Event description:
It was reported that the new generator was showing low battery in the package. It was noted the generator had been stored in a cold place but was left to warm up for 20 minutes and was still showing low battery. When asked about electrocautery the surgeon noted that the generator was never close to electrocautery as it was across the room outside of the sterile field when bovie was used. No further relevant information has been received to date. The device has not been received for analysis to date.

Event description:
Product analysis was completed on the generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (pulsedisabled), there were no additional performance, or any other type of adverse condition found with the pulse generator. Information was received from the company representative present at the surgery noting that the generator had showed as low battery in the package originally. They thought this could be due to low storage temperature therefore the surgeon removed the generator from the package so it would warm up faster. Electrocautery had already been used at that point. Based on the available information, it seems that the premature low battery indicator could have been a result of both low storage temperature and asic-latch-up (due to electrocautery). Per the previous data review, when low battery was first seen the generator was at 4.9 c. This is well below the product design requirements minimum operating temperature of 22c as well as the 18c minimum used during verification testing. However, asic-latch-up condition was also confirmed by product analysis. No further relevant information has been received to date.

Event description:
The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. The generator was received but product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
D4. Corrected information, initial report: did not include lot # and expiration date h4. Corrected information, initial report: did not include manufacturing date.